Manufacturer narrative:
Covidien reference # : (B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a hepatectomy case, the device jaws were difficult to open and were re-opened manually by squeezing the handles. The device knife was also reported as not retracting smoothly. Another device of the same type was opened and used to complete the procedure. There was no patient injury or tissue damage.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : (B)(6) 2016. Visual inspection found no defects. The reported condition was not confirmed. The handle was latched and unlatched without difficulty. The jaws opened and closed properly when grasping a wet towel and making a cut. The knife blade moved along the blade slot smoothly and returned to home position normally. The instructions for use instructs the user to open the jaws by pushing forward on the handle. The investigation found the device to function normally and within specification.